Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2118106: 110 items manufactured and released on 01-feb-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, 71 items of the same lot have been sold with no similar reported cases during the period of review. Additional component involved: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 2114357: 150 items manufactured and released on 10-jan-2022. Expiration date: 2026-12-21. No anomalies found related to the problem. To date, 105 items of the same lot have been sold with no similar reported cases during the period of review.